Manufacturer narrative:
(B)(4). On (B)(6) 2012, the customer reported having a battery issue on the mrx. This issue was detected upon installation of device. There was no report of pt involvement. The complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.

Event description:
On (B)(6) 2012, the customer reported having a battery issue on the mrx. This issue was detected upon installation of device. There was no report of pt involvement.